Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was noted that the forceps elevator had yellowish/brown colored foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. It was noted that the endoscope cable could not be connected securely due to deformation of the electrical connector. The nozzle was deformed and there were scratches throughout the device. The light guide lens had a chip and the adhesive on the bending section rubber was detached. The connecting tube had peeling coating and a wrinkle. The bending angle in the up/right direction and the play of the up/down knob were out of standard value due to wear of angle wire. The scope cylinder and the forceps channel port was shaved. The electrical connector was deformed and switch 1 had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections which state: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. 2. IFU prohibits reuse of maj-1888 as follows: reprocessing manual chapter 1 general policy 1.4 precautions single-use brushes, such as the single use channel cleaning brush (bw-201t), the single use combination cleaning brush (bw-412t), the single use channel-opening cleaning brush (maj-1339), and the single use soft brush (maj-1888), are designed for cleaning only one endoscope and its related accessories. Dispose of the single-use brush immediately after use. Using a single-use brush to clean multiple endoscopes and/or accessories may reduce its cleaning efficacy and may damage the brush leading to brush breakage or endoscope and/or accessory damage. Olympus will continue to monitor field performance for this device.